Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the defibrillation conductor was fractured. It was noted that the proximal conductor was distorted, there was blood/body fluid on several conductors (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking and was breached (non-electrical), the outer insulation was breached cut and the outer insulation had a cosmetic depression.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was blood/body fluid on several conductors (not obstructed). It was noted that the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking and was breached (non-electrical), the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the defibrillation conductor was fractured. It was noted that the proximal conductor was distorted, there was blood/body fluid on several conductors (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking and was breached (non-electrical), the outer insulation was breached cut and the outer insulation had a cosmetic depression.

Event description:
It was reported that the right ventricular lead had unacceptable thresholds, high impedance, and was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had unacceptable thresholds, high impedance, and was fractured. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.